Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 6 events for the failure: incorrect measurement. - 5 events had no health consequences or impact. - 1 event had prolonged surgery.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 0008010177-2025-99008. Supplemental rationale. Corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status. 2 devices were evaluated using data provided by the user or third party. 4 devices were not available for evaluation. Evaluation findings (results/components). 5 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition. 6 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 5 devices had investigation types that have not yet been determined. 1 device was received. Additional information: 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 events for the failure: incorrect measurement. 6 events had no health consequences or impact.